Manufacturer narrative:
D6: implant date: (B)(6) 2017 (no information for exact date). D7: explant date (B)(6) 2020 (no information for exact date).

Event description:
A report was received that the patient underwent an explant due to lack of efficacy, per the patients request. The patient is part of the velocity trial. Additional information was received that the patient is no longer part of the velocity clinical trial, because the trial has concluded.

Event description:
A report was received that the patient underwent an explant due to lack of efficacy, per the patients request. The patient is part of the velocity trial. Additional information was received that the patient is no longer part of the velocity clinical trial, because the trial has concluded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4 upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 21349454 and 19345475. The returned devices were analyzed and no anomalies were found.

Manufacturer narrative:
Implant date: (B)(6) 2017 (no information for exact date).

Event description:
A report was received that the patient underwent an explant due to lack of efficacy, per the patient's request. The patient is part of the (B)(6) trial.